Event description:
5.5mm ti cancellous locking screw 24mm thread length implanted with alif spacer in 2003 was revealed during post operative x-rays in 04/2004 to have backed out of ti anterior tension band plate. Pt underwent posterior stabilization surgery in 2005.